Event description:
Infusion pump failure. On 2/18/94, pump underinfused approx 1200 cc of a 2400 cc bag over 24 hrs. No serious pt outcome. A second pump failed on 2/12/94. Secondary IV antibiotic was being infused. Pump stopped infusion of medication before total volume to be infused was delivered. No alarms went off. Pump was reset twice, but same thing occurred. Tubing sets were checked. No problem noted. Pt is a 38-yr-old female.